Manufacturer narrative:
(UDI) is unknown; no additional information was provided.this remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a sample was received for evaluation. Visual inspection and functional test(s) were performed. The tube holders were broken and the right plunger case(on the side) was cracked. Event history log (ehl) showed: check syringe plunger sensor. Power up process, syringe load test and monitor digital sensors were performed. The customer's reported problem was not duplicated; the plunger's assembly and sensors operated as intended. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced plunger cable for preventive measure due to expose wires, performed preventive maintenance, power up process and all functional tests passed.

Event description:
It was reported that the pump showed plunger sensor error. No patient injury was reported.